Event description:
The swivel is breaking on relatively new tubes. The tube was changed without incident. The rn stated that she was unsure if the disconnect wedge was used all the time. The tube had been reprocessed by the central supply.

Manufacturer narrative:
A root cause is unable to be determined. Possible causes: user didn't follow IFU instructions. Failure to use a disconnect wedge when removing connections to the 15mm iso swivel can result in significant damage to the tube. Only pediatric v neck flanges have removable swivels. All other neck flanges do not have removable swivels. Attempting to remove the swivel connector will result in damage to the tube. Insufficient adhesive used to manufacture.